Manufacturer narrative:
Hologic technical support (ts) reviewed both worklists and noted no hardware or reagent preparation issues. Ts noted that the samples were either mishandled or were true low target samples. Hologic performed a risk assessment and noted no product impact. Hologic has not been informed of any adverse patient outcomes related to this situation.

Event description:
On (B)(6) 2025, customer reported a discrepant result using aptima hpv screening assay (ml 905627), worklist: (B)(4), on panther plus instrument serial number: (B)(6). Customer noted the sample was ran in duplicate on the same worklist and produced both a negative and positive result. Customer retested the same sample using worklist: (B)(4) on panther instrument serial number: (B)(6) and obtained a negative result. Customer noted that they would report the negative result to the patient. Hologic has not been informed of any adverse patient outcomes related to this situation.